Event description:
Discordant high advia chemistry 2400 na, k and cl results were obtained on five (5) patient samples and reported to the physician(s). The laboratory repeated the samples and corrected reports were sent out. There are no known reports of adverse health consequences due to the discordant na, k and cl results.

Manufacturer narrative:
A siemens fse (field service engineer) was already at the customer site and advised the customer to tighten the connections on the buffer line of the advia chemistry 2400 instrument as it was drawing air. The instrument is performing within specifications. No further evaluation of the device is needed.